Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found outer visual inspection confirmed the severe burn/charred damage to the charging port. Due to the severe burn/charred damage the unit was not plugged into the ac electrical wall outlet. Further inspection revealed that the back casing sustained burn/melted damage near the charging port and the plastic was warped. Due to the burn/charred damage, the mtx device could no longer be tested.

Event description:
This report is to advise of an event observed during analysis.